Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.1 half height tray e was not detected on bus. A field service engineer (fse) found light are on correctly for all trays and pyxis module controller board, removed the tray e and wiped underneath the tray and in the drawer to ensure it is clean, plugged back into the rowboard cable and insert back in all cubies to the drawer, verified all cubies were detected, and no failures are on screen to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.1 cubies were not detected on bus and unable to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.